Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow-up, an increase in pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve event. No abnormalities were seen visually during the procedure or through diagnostic imaging. The patient was stable with no consequences.